Event description:
It was reported that the nurse had difficulty removing the plastic sheath from the scalpel provided in the kit. The nurse attempted to use scissors to try to push off the plastic sheath, before grabbing the cover with gloved hands and pulling with "full force," resulting in the cover coming loose and the sharp edge of the scalpel cutting the inside of her right thumb, giving a "1cm wide and half deep cut", which bled profusely. The nurse was wearing sterile gloves that had not been contaminated with patient fluids. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30117334 was reviewed and the product was produced according to product specifications. All information reasonably known as of 28 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).